Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was received for evaluation. Analysis of the device revealed normal battery depletion. We did receive performance data collected from the device and have analyzed the memory data from (B)(6) 2011. The device's general time/date capabilities are working ok (por time, implant time, diagnostic start time, etc.) The ventricular high rate episode (vhr) memory did not change from (B)(6) 2011. New episode data is not writing over specific memory locations. The programmer is not the problem. The programmer is just reading and decoding the data in the device memory. The problem appears to be isolated in the modeswitch and ahr episode diagnostics.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the memory data from (B)(6) 2011 and (B)(6) 2011. The device's general time/date capabilities are working ok (por time, implant time, diagnostic start time, etc.) The ventricular high rate episode (vhr) memory did not change from (B)(6) 2011. New episode data is not writing over specific memory locations. The programmer is not the problem. The programmer is just reading and decoding the data in the device memory. The problem appears to be isolated in the modeswitch and ahr episode diagnostics.

Event description:
It was reported that there were date stamp inconsistencies. It was noted that there was information in the device memory that was being displayed as episode data; however, this information was due to random memory bit patterns that occurred at the time of manufacturing and that had never been replaced with true episode data. The device remained in used until it was explanted and replaced due to normal battery depletion. No patient complications have been reported as a result of this event.

Event description:
Asku

Event description:
It was reported that there were date stamp inconsistencies. The pulse generator is still in use. No patient complications have been reported as a result of this event.